Event description:
It was reported post onyx injection, the physician reviewing the images and noticed onyx was in the carotid artery. The catheter was examined and found ruptured at 15 cm from the distal tip. No complications were reported with the pt as a result of the event. Same event as MDR 2029214-2011-00003.

Manufacturer narrative:
The catheter has been returned and evaluated. Approx 20cm of the distal segment was found missing. A rupture was found at approximately 12 cm from the broken end of the returned segment. The appearance of the catheter is consistent with a rupture during angiography injection caused by catheter over - pressurization as a result of an undetected kink or other obstruction of the catheter and this was not detected until delivery onyx. This failure mode may significantly weaken the catheter making it prone to eventual tensile separation during removal. Results - catheter rupture/separation. (B)(4).